Manufacturer narrative:
The customer did not request service, nor return a sample. A corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, (B)(6) 2010, vol 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided for the customer. Root cause has not been identified. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during cataract surgery for a dense cataract, the tip of the handpiece was occluded and the occlusion bell signaled. The chunk of material was removed from the tip, but a corneal burn occurred at the incision site. The case was converted to an extracapsular cataract extraction, and a vitrectomy was performed. Additional information regarding the patient's outcome has been requested.